Event description:
Device malfunction: none. Symptoms/ae: bradycardia, hypotension. Time of ae: during and after the procedure. It was reported that during a right internal carotid artery stenting procedure, after post stent ballooning with a non-abbott device, the pt experienced bradycardia and hypotension. The bradycardia was treated with one dose of the atropine and resolved. The hypotension was treated with a neosynephrine drip. Three days post-procedure, the hypotension resolved, and the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. There was no rx acculink malfunction reported. Bradycardia and hypotension are known potential adverse events associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.